Event description:
Additional information received reported clonidine and dilaudid was in the pump and the intrathecal treatment was noted to be ongoing. The mass was diagnosed in 2004 with use of a pumpogram. The patient outcome was listed as "good".

Manufacturer narrative:
Concomitant products: product ID 8703, lot # j93117931, implanted: (B)(6) 1993, product type catheter. (B)(4).

Event description:
It was reported that something had crystallized on the patient¿s spine. It was noted that an inflammatory mass was reported. The reporter stated that they had a granuloma around 2004. The reporter further stated they had felt tingling in their leg that was later attributed to the granuloma. The pump contained dilaudid (hydromorphone) and morphine. Additional information was requested, but was not available as of the date of this report.